Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that while using the freestyle librelink, the adc device alarm system failed to alert the customer about changes in their blood glucose. As a result, the customer became hypoglycemic and experienced a seizure, loss of consciousness, and was unable to self-treat the customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia and administered various injections and infusions. The customer was also provided antibiotics, pain relief, and oxygen. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Smartphone compatibility with the use of freestyle librelink and the samsung a12 smart device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched successfully received high/low glucose alarms on android/fsll using a known good libre 2 sensor. No issues were identified with librelink application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that while using the freestyle librelink, the adc device alarm system failed to alert the customer about changes in their blood glucose. As a result, the customer became hypoglycemic and experienced a seizure, loss of consciousness, and was unable to self-treat the customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia and administered various injections and infusions. The customer was also provided antibiotics, pain relief, and oxygen. No further information was provided. There was no report of death or permanent injury associated with this event.